Manufacturer narrative:
H6: investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined. H3 other text: see h10.

Event description:
It was reported that the septum of the bd q-syte¿ luer access split-septum stand-alone device had pushed down into the adapter. The following information was provided by the initial reporter: "in new q-syte ventiles flaps were open: it was pressured down and not able to use"

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the septum of the bd q-syte¿ luer access split-septum stand-alone device had pushed down into the adapter. The following information was provided by the initial reporter: "in new q-syte ventiles flaps were open: it was pressured down and not able to use"